Event description:
It was reported that the tip of a 120mm wormald bipolar forcep was ¿broken¿. There was no report of patient impact or injury as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was received by medtronic¿s us location and forwarded to its international manufacturing site for evaluation purposes. Method: no testing methods performed. Result: results pending completion of evaluation. This device is used for therapeutic purposes.